Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event laser stayed in stand-by mode is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. Hence, the file is reassessed and downgraded to non-reportable. No further reports will be submitted under mfg report num. 2028159-2024-01194. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A customer reported that an ophthalmic system laser repeatedly went into standby mode and did not fire during vitreoretinal surgery. The procedure was completed without using the laser, and no patient impact was reported.